Event description:
The customer reported that the system intermittently would not produce fluoroscopic x-ray. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was reseated, and the voltage was adjusted. The system was then found to be operating as intended.